Event description:
I had a double cervical fusion at c 5-6 and c 6-7 in 2007 performed by dr. I met with the dr on two occasions in 2007 before making a decision to go ahead with surgery. I mistook his arrogance as confidence as he told me "why fracture a hip?" Instead he said "we use a bone protein and it is the only way to go". I had sought a second opinion from another neurosurgeon about one week prior met with the dr. This doctor said he used cadaver bone rather than to fracture a hip. I trusted the last dr as he said, without blinking an eye, that he had a high success rate and could count one hand the fusions that did not work in the last 20 years of his practice. Little did I know that this product, re-combinant human bone morphogenic protein made by medtronic, had not been around for 20 years, but only in use since 2002, soon after it was approved for lumbar, but never for cervical use. It was intended for orthopedic use and in fact the FDA sent out warning letters to all who used the product do not use for cervical due to serious side effects leading to death! I was never told by the dr that this product was being used "off label", never told that it was not intended for cervical use. Instead he sold me on the fact this was the only way to go. Four days after my surgery, I had to be rushed to the emergency room because my neck and chest swelled up to the point I could not longer breathe. I was told I just had an infection at the incision site, but now I know after reading the FDA reports that this is one of the most severe side effects that have killed several people already. And many more will die of airway complications because the doctors are not even afraid of the fbi recourse action. Dr's conduct was inappropriate from the beginning. The looked at one single MRI, that I had taken by another doctor, and told me I could have the surgery or live with the pain. He was rude and arrogant from the start, and I have witnesses that can testify to all of this. On the day of the surgery, he stood outside of my curtain looking at my chart with my wife and father there, as I lay getting my IV started and said "I didn't' know he was on all these med". After surgery, he met with my father and my wife and told them "he should be feeling a lot of relief, there was a lot of decay on both sides, worse than I suspected. He came to my room the next day while my father and wife were present and sat back with arms crossed and said if I dont' like to see pts two weeks post op because I dont's want to hear them bitch they are still in residual pain so I see them after one month". I asked him about wearing a neck brace and he said "no, not necessary they can throw you down an elevator shaft and this thing won't break". Well it broke and I didn't fall down any elevator shaft. I went home in serious pain and expected it was residual pain from the surgery itself, then landed in the ER four days later. I could have been dead! I saw dr gray one week post-op follow-up, and told him I was still in serious pain, and he suggested another round of steroids and over the counter increased doses of ibuprofen. I made attempt to get help from him - visits to his office on two occasions at about 2 weeks interval. I felt something was seriously wrong directly in location of the screws, plate and implanted rhbmp fusion material. He just blew me off and said it takes up to a year for this to heal to go home. We called repeatedly and my wife wrote letters which I am providing begging for help -no response-ever!!! We had my records pulled from his office and saw numerous inconstancies and outright lies. In the meantime I was seeking help from other doctors and had a CT myelogram done. I found out in 2008 that the fusion failed, and that the hardware was loosening. In 2009, in a desperate attempt to get help, I went to the ER with symptoms of prolonged fever, sever spinal pain, nausea, labored breathing, a staggering 49 pound weight loss since the surgery. At that point, the ER doctor contacted the dr, and he sent me a letter, claiming he had just heard that I was still having issues. What??? His records show some of the attempts I made to get help. But he overwhelming suspicion of this painfully obvious scam was revealed in his action and defensiveness when I went to his office one last time in 2009 -still no help from him. He did not even look at the test that revealed and was confirmed by another doctor that the fusion had failed and the hardware was loosening, instead he looked at an x-ray and said I'm 99% sure it is fused and babbled some other stuff as he shifted around nervously. I have this conversation recorded. I have since had other doctors confirm that the fusion has failed and I will need a 2nd surgery. This man needs to be stopped!! He did not do any of the proper tests to show us that surgery was even needed. He did not disclose to me that I was in any sort of clinical trial with the rhbmp that was never to be used for cervical fusion, let alone a double. He did not provide adequate post op care, instead once he realized I was a problem, he dismissed me, lied to me, flagged me as a pain med junkie and ignored my pleas for help. He needs disbarred and never allowed to harm, possible kill, another human again!!!!